Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of handle cannula broken. Visual examination of the complaint device found the basket was extended, the basket tip intact, and the side car-rx presented pushback out of specification. Further evaluation found the handle cannula had been pulled out of the finger ring portion of the handle assembly and had been pushed forward into the coil/handle assembly. Drag marks were present indicating that the cannula was forcibly pulled out from the set screws. The evaluation concluded that during the procedure excessive manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback. However, it cannot be determined how much tensile force the handle cannula received during the procedure. Therefore, the most probable root cause is "operational context", since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. Additionally, per the event information, the device was used in the pancreatic duct. The directions for use provided with this device state the following: "caution: trapezoid rx wireguided retrieval basket is not intended for use in the pancreas." Therefore, the most probable root cause for this is user error. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and found that the device was not used according to the labeling.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, a trapezoid¿ rx basket captured a stone from the pancreatic duct. However, upon attempting to crush the stone, the handle cannula broke. The physician was eventually able to remove the basket with the entrapped stone from the pancreatic duct successfully by pulling on the catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine." Additionally, this device is not indicated for use within the pancreatic duct.